Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event however, it was reported that the patient was hospitalized 12 days prior to the event onset due to catheter insertion. On the same day as the event onset, the patient was treated with meropenem injection (250 mg each bag, per day, intraperitoneal, ongoing, duration was not reported) and amikacin injection (70 mg per day, intraperitoneal, ongoing, duration was not reported) for peritonitis. At the time of this report, the patient has recovered two days after the event onset. It was reported that the patient will be discharged nine days after the event onset. Pd therapy was ongoing. No additional information is available.